Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection noted body fluid contamination in the rv lead barrel and a hole in the rv seal plug. Review of evidence reported by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. No noise was observed on the shock channel. The rv lead was removed and reconnected but the noise was not completely resolved. The noise was oversensed, which resulted in pacing inhibition. Pacing impedance measurements were normal and stable. It was suspected the noise was air escaping from the seal plug, but the physician was concerned it was due to a header issue and a new device was implanted. No adverse patient effects were reported.